Event description:
It was reported that the patient with this right atrial lead experienced an episode of ventricular tachycardia that evolved into ventricular fibrillation. The device delivered appropriate shocks in order to end the episode. However, after this, analysis of the system was performed and it was found that high out of range pacing impedance measurements were observed on the right atrial channel, due to this, the minute ventilation (mv) sensor switched vectors which led to noise on the mv sensor, and an inappropriate signal artifact monitoring (sam) episode being recorded. Furthermore, loss of capture and pacing inhibition on the right atrial channel was observed after the device delivered the shocks. Additionally, it was mentioned that loss of capture on the right ventricular channel has been observed for years prior to this event. Troubleshooting and further evaluation of the system was discussed. The patient was hospitalized and remains in intensive care, this lead remains in service. No further adverse patient effects were reported.